Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer has a malfunctioning pump. Multiple attempts were made by tandem technical support to troubleshoot and determine if customer had an alternative method for insulin therapy; however, customer did not respond. There was no reported adverse impact.